Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end and distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Further inspection of the lead noted the helix mechanism was retracted and no anomalies were noted. Helix mechanism testing was completed and again no anomalies were noted. Analysis could not confirm the clinical observation.

Event description:
Boston scientific received information that during the attempted implant of this implantable defibrillation lead, the right ventricle was perforated. A pericardiocentesis was performed and the patient was stable following the procedure.